Event description:
A patient reported experiencing inaccurate erratic results with a surestep meter. The patient's blood glucose results were 3.3 mmol, 3.2 mmol. Tests were done within 20 minutes with a difference of 24 mg/dl. Patient did not experience any adverse events. No further information has been reported.